Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left circumflex (lcx) artery. A 2.25x20mm promus element ¿ stent was advanced to treat the lesion. However, during the procedure, the stent has deformed by the lesion. The device was removed and the procedure as completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were stent struts in the first and second proximal rows that were raised and pulled distally from the balloon profile. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage to the distal edge of the tip. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left circumflex (lcx) artery. A 2.25x20mm promus element ¿ stent was advanced to treat the lesion. However, during the procedure, the stent has deformed by the lesion. The device was removed and the procedure as completed with a different device. No patient complications were reported and the patient's status was stable.